Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had a broken white connector and could not be adapted to the battery clips. The system controller was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the white power cable connector was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(6). Visual inspection of the returned controller revealed that the pins 3 and 4, which are associated with the power return lines of the controller, were broken off from the white power cable connector. The system controller was connected to a test power module/system monitor and mock circulatory loop for additional testing and no alarms activated. No functional issues were observed with the white power cable as the broken pins were associated with the redundant power return line; the digital ground pin was still intact on the white power cable connector. The broken pins were observed to be stuck on the white power cable connector of the returned power module patient cable (lot number: 11020111901); the stuck pins were removed during preliminary testing of the patient cable. The controller was also tested with the returned patient cable and no issues were observed. The power cables integrity was tested and no other issues were observed aside from the missing pins. The log file downloaded from the returned controller contained approximately 1 day of data ((B)(6) 2022 per the timestamp). Power cable disconnect alarms remained active after the white power cable was disconnected and reconnected due to the relative state of charge (rsoc) being measured at 0 v and the bus voltage being measured at approximately 11 v after the white power cable was reconnected to power; the atypical alarms resolved shortly after activating. Additional to the atypical power cable disconnect alarms, low voltage hazard alarms also activated when the black power cable was disconnected from external power while the issue on the white power cable was occurring. Although unable to reproduce during testing; the issue on the white power cable was determined to be caused by the white power cable making intermittent contact with the broken pins. The driveline was disconnected on (B)(6) 2022 at 18:30:07to exchange the system controller. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the damage on the white power cable connector could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 30jun2022. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect, low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The subsection entitled ¿guidelines for power cable connectors¿ indicates how to properly connect/disconnect the power cables from power sources, including lining up the half circles inside the connectors and never twisting or forcing the connectors. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.